Manufacturer narrative:
The tech investigated and found the siderails did not have hbsw siderail inserts. The tech gave the account info regarding hbsw kits for their beds. The tech found no problems with the bed.

Event description:
The facility alleged a pt became entrapped in the siderail and the pt is now deceased. The pt's roommate alerted the staff at 2:00 am of the pt entrapment. The pt was found with his head entrapped in right head siderail with his body on the floor outside of the bed. The facility would not disclose additional pt info.